Manufacturer narrative:
Unit passed displacement test. Hardware low level failure error was present in the insulin pump trace download and hardware low level failure error alarmed during self-test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure. Unit received with cracked case at belt clip rail corner.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure during self test. Customer¿s blood glucose was unknown at time of incident. Customer also reported that insulin pump no longer giving him an audible sound and after saving settings customer did hear beeps. Customer was able to complete pump rewind but had crack which was running down the battery side of the pump. Insulin pump will be returned for analysis.